Event description:
It was reported that in central processing, as the maryland bipolar forceps instrument was being cleaned, a broken wire was noted. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found thermal damage on the conductor wire with insulation missing. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was one of the yaw pulleys exhibited charring and localized melting at the grip base, between the grips. Material appears to be missing from the yaw pulley. Electrical continuity testing was performed and passed. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing insulation, missing yaw pulley material and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.